Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to customer's blood glucose. During troubleshooting, a new cartridge was loaded and the distributor was unable to duplicate the error.